Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have periodontitis due to the aligners. They have discontinued use of the aligners due to the periodontal issues they are having. They went to see a dentist and was diagnosed with stage ii periodontitis.